Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-21sa is identical model to rexeed-21s marketed in us. From the analysis result, it is difficult to conclude there were any abnormalities on performance of the dialyzer and the dialyzer itself. We also reviewed manufacturing records, quality records of lot# 3xyzyf. As a result, no abnormality was found in records. (B)(4). As this reaction occurred 78 min after start of treatment, this is likely more related to excess ultra filtration. Additional manufacturing site: asahi kasei medical, (B)(4).

Event description:
On (B)(6) 2011: the dialyzer (aps-21sa) was used for hemodialysis (hd). 78 min after start of treatment, blood pressure decreased (systolic blood pressure: 120=50mmhg) was occurred. After the onset of this adverse event, physiological saline 800ml was administered. The dialyzer was not changed another one, then hd was completed.